Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient currently had an implantable neurostimulator (ins) and it was unknown if the ins was a manufacturer's product or not. This ins was explanted due to infection. It was noted the hcp caused the patient additional pain in that the patient got an infection from the ins the physician implanted. Relevant medical history included non-malignant pain.